Event description:
It was reported that the 1.5mm/1.1mm double drill sleeve broke. All pieces were retrieved. Another set was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the 1.5 mm sleeve was returned with the handle broken off, and was returned with the device. The weld area on the handle and sleeve look to be continuous and complete indicating good bonding and material uniformity. The returned device was received in february 1998 and is over 13 years old. There is only one other similar complaint in the 2 year history and over 1,300 parts distributed in that time frame. There are no indications of design or manufacturing related issues on the returned part and the breakage is likely due to the age and extensive use of the part. Because the returned instrument is over 13 years old and there is no indication of design or manufacturing related issues, it is concluded that his complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).